Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (date not reported) due to extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to reimplant the patient as of the date of this report, may 09, 2016.